Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was opened for use in a procedure. According to the complainant, when they opened the device to prime it, they found that the needle was bent and they did not use it on the patient. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the needle in retracted position and the working length was kinked from the outer hub. Functional evaluation of the device wherein the working length is formed into two 2¿ diameter loops revealed that the needle would extend and retract without issue. Further device analysis revealed that the needle was present, properly bonded, and without issue. The complaint was not confirmed; the needle was not bent. However, the working length was kinked from the outer hub. Therefore, ¿not confirmed¿ is selected as the most probable root cause for this complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was opened for use in a procedure. According to the complainant, when they opened the device to prime it, they found that the needle was bent and they did not use it on the patient. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.